Event description:
A renegade hi flo catheter was going to be used for a therapeutic chemotherapy embolization. Before the procedure, the catheter broke apart below the hub while trying to remove device from package. The product was then flushed and replaced without complication.